Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a robotic myomectomy on (B)(6) 2013. During the procedure, the cord of the device was binding as the cutter was attempting to morcellate the fibroid. Another like device was used to complete the procedure with no adverse patient consequences. Currently, the patient is in stable condition.